Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultra meter was prompting an "er2" message. Per the owner's booklet, this error message could be caused either by a used test strip or a problem with the meter. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient's spouse. The patient's spouse confirmed the error message began to appear on (B)(6) 2012. The reporter informed the (B)(4) that the patient manages his diabetes with oral medications. Despite the error message appearing, the patient's wife stated the patient continued to take his oral medication as usual. On an unspecified date after the alleged issue began, the patient's spouse reported that the patient went to see his physician. The patient's wife could not recall if it was a routine doctor's office visit or if he went to see his doctor because he was not feeling well. The patient's wife mentioned when the patient's blood glucose is elevated he usually develops blurred vision; however, did not know if the patient developed any symptoms after the issue began. The reporter confirmed that the patient's blood glucose was in the 200 mg/dl range when tested with the doctor's meter on the day of the office visit and the doctor treated him with insulin in response to the elevated blood glucose. At the time of troubleshooting, the customer care advocate noted the alleged error message remained unresolved. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly was treated for hyperglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.